Manufacturer narrative:
Patient identifier - requested, not provided. Age & date of birth - requested, not provided. Sex - requested, not provided. Weight - requested, not provided. Ethnicity - requested, not provided. Race - requested, not provided. Date of event - unknown. Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported than an 6fr angio-seal device failed to deploy correctly. The collagen plug had pulled straight out of the artery. No adverse results, manual compression was used to achieve hemostasis.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the device return date in section to update section to reflect the device return.

Manufacturer narrative:
This report is being submitted as follow up no. 2 to provide the completed investigation. One used 6fr angio-seal evolution device was received for product evaluation. No accessory components were received with the device. The hemostatic sheath was properly mated with the deployment sleeve which was in the full rear lock position with the color bands fully exposed. The tamper tube was not visible and 14" of suture was exposed from the carrier tube assembly. Both the collagen and anchor were present at the distal end of the suture. The button was stiff. No other anomalies were noted with the device. The upper handle was separated from the lower handle. The gearbox assembly was then found to be in the distal position with 2.755" of rack extending beyond the gearbox assembly. No turns of suture were present around the spool. The suture was attached appropriately with no other visible anomalies noted. For functional testing, the suture was rewound and tension was then applied to the suture remaining outside of the carrier tube assembly. There was extreme resistance. Manual force was then placed on the drive gear to advance the rack. However extreme resistance was met. Force as then applied to the rack to advance the rack. The resistance was quickly overcome as the dried blood-like substance was loosened. After loosening of the dried blood like substance. The rack advanced smoothly when all functional tests were re-performed. The rack was then reversed and became unmated with the tamping tube. The rack was then inspected. No anomalies were noted. During benchtop, functional testing resistance was felt due to the presence of dried blood like substance. Once the dried blood-like substance was dislodged the resistance resolved and the device functioned as intended. There is no evidence that this event was related to a device defect or malfunction. Based on the ivestigation the device functioned as intended. Based on the returned device, it is likely the user prematurely pressed the suture release button causing the suture to release from the spool rather than the advancement of the rack.